Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in the emergency room after receiving multiple shocks for ventricular tachycardia. Eri was suspected. The device was later noted to be in backup vvi mode and did not deliver therapy when the patient exhibited ventricular tachycardia. An external defibrillator was used to successfully convert the patient. Device was explanted and replaced.